Event description:
It was reported the patient presented to the emergency room with septic shock, vegetation on ICD leads and endocarditis was noted. The system was explanted and replaced due to infection. It is unknown if the infection is related with the system. No further information is available.